Manufacturer narrative:
(B)(4).

Event description:
It was reported that after one year of implant, this right atrial (ra) lead exhibited noise that was being oversensed. The patient did not experience any pacing inhibition. It was also noted this ra lead exhibited high thresholds. Subsequently, this lead was explanted and replaced successfully. No additional adverse patient effects were reported.